Event description:
According to the reporter, during sleeve gastrectomy, a total of two purple and five blue loads were necessary to complete the sleeve. The first staple fire was performed with a blue load and then a second fire after that. During the over-sew of the staple line, some multiple straight improperly deployed staples were noted with no evidence of curled ends. Due to concern as to whether or not this meant that the staple line was incorrect, a purple load was obtained and placed inside of that prior to staple line. Therefore, the staple line of concern was excised in its entirely and this was passed off the field. It took approximately two purple loads to fully cover the extent of the first blue load, which was being excluded. The rest of the sleeve was completed with a blue load after the two purples were completed. The distal fires of the staple line were kept well free of the visigi until proximal to the incisura at which time they were snugged up against the tube to create a narrow proximal sleeve. The ends in each crossover point of the staple line were over sewn with 3-0 polydioxanone suture. The final proximal fire of the staple line was placed just lateral to the angle of his. Mobilization of the epiphrenic fat pad was necessary to define this anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.